Event description:
It was reported that the pulse generator exhibited capture thresholds of 5.5 v, 1.5 ms in both configurations and ventricular loss of sensing. There was an insulation defect near the tip. The lead was replaced. The patient's condition was -ok- before and after the event.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged/ abraded at 52 cm to 52.7 cm from the connector pin and the metal filar was exposed in the same area, due to friction with another device, which could cause the increase in capture thresholds.